Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/10/2013 with the following findings: an initiate leak test is failed. There is a cracked at the top of battery compartment. The threads inside battery compartment is also stripped. Pump cover is removed to inspect internal components, no moisture is visible in the pump main compartment. Corrosion is visible only in ¿battery compartment¿.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed this report is made based on the results of an investigation completed on 12/10/2013.